Event description:
It was reported that during a ureteroscopy procedure the basket was unable to be removed. The target lesion was a large stone in an unspecified ureteral location. A 120cm escape stone retrieval basket had been selected and advanced to retrieve the stone. The stone had been captured and the physician was attempting to remove the basket and stone, but the device could not be removed further than the ureteral orifice. The physician attempted to "de-basket" the stone but was unable to. The physician cut the basket near the handle outside of the patient, and left the working length of the device and the basket inside the patient. The location of the device includes the lower ureter, the bladder and the urethra. An unspecified stent was deployed in the ureter. The patient was able to pass the broken pieces of the basket on his own. There were no patient complications reported with the patient's current condition listed as "ok".